Event description:
A medtronic representative reported that, while in a front sinus procedure, the surgeon alleged an inaccuracy. The patient was registered using tracer, an accuracy check was performed and everything looked normal. When navigating, the surgeon noted tracking was inaccurate. In trouble-shooting, the patient was re-registered and the system functioned normally without inaccuracy. It was noted that the patient tracker may have moved, or been bumped, after registration. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. It is suspected the user bumped the patient tracker, rendering the registration invalid, as per event statement: navigation was accurate, but after a while became inaccurate. Once the user re-registered, accuracy was regained.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the exact measurement of the inaccuracy was not originally provided, however, it has been estimated at between 2-4mm in the medial/lateral direction. No parts have been returned to manufacturer for analysis. No further issues have been reported.